Manufacturer narrative:
(B)(4). Teleflex has requested additional information regarding patient harm or injury. No additional information has been received at the time of this report. The device involved in this complaint has not been returned to the manufacturer. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that the device "would light up but when advanced into the mouth the light would go out".

Manufacturer narrative:
(B)(4). Corrected data: manufacturer has been corrected to teleflex medical athlone. The sample was returned for evaluation. A visual exam was performed and no defects were observed. The rusch lite slim blade was attached to a standard reusable laryngoscope handle and engaged. When engaged the light would illuminate. Once upward pressure was applied to the distal tip of the blade, which simulates intubation force in a patient's throat, the light would either flicker, or turn off completely. Based on the investigation performed, the reported complaint was confirmed. A CAPA was opened to address this issue.

Event description:
Customer complaint alleges that the device "would light up but when advanced into the mouth the light would go out".